Event description:
Related manufacturer reference number: 2017865-2022-03574. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 complaining of slow heart rate. Upon examination of the leads, it was noted that there was elevated capture threshold on both the right ventricular (rv) lead and the right atrial (ra) lead. Physician also observed under-sensing of atrial signals due to p wave amplitude variation. After further assessment in clinic, chest x ray confirmed rv lead and ra lead dislodgement. The physician observed that this dislodgement was due to twiddler's syndrome. The rv and ra leads were revised and repositioned on (B)(6) 2022. The patient was in stable condition.